Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/23/2015 with the following findings: during testing, all the keypad buttons were intermittently unresponsive. Evidence of contamination was found under all the key contacts. The returned battery cap was worn at the top and a test cap was used to complete investigation. In addition to these issues, the pump was returned with the keypad cover missing. The audio bolus button cover was torn/punctured. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed a keypad response issue with contamination under key contacts and damage to the battery cap. This report is made based on results of investigation completed on 10/23/2015.